Event description:
It was reported that the procedure was to treat a heavy calcification, concentric lesion in the distal right coronary artery (rca) with heavy tortuosity. Pre-dilatation was performed with a non-abbott balloon and the 2.5 x 28 mm xience v was advanced, but resistance was felt in the guiding catheter. As it continued to be advanced, the resistance continued; therefore the device was removed. There was also some resistance removing the xience v from the guiding catheter. Once outside the patient, the proximal stent struts were found to be flared. A non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, extention, guide cath: works 5f. Factors which may contribute to resistance with a guiding catheter during advancement and withdrawal include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all stent delivery systems (sds) are 100% checked for damage and crimped stent profile. It is possible that as the sds was advanced, an interaction between stent implant and the guiding catheter caused the struts to flare. If the stent became damaged as it was being positioned in the guiding catheter, this could have contributed to the reported resistance noted, though this cannot be confirmed. Return of the sds and guiding catheter used during the procedure may have assisted in determination of a cause. However, since there was no damage noted to the sds or stent implant during the inspection prior to use, this suggests a product deficiency did not contribute to the reported difficulties. A search of the lot history record indicated no nonconformances for the lot related to the complaint and a search of the complaint database indicated no related incidents. There is no indication of a product quality deficiency.